Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 412 mg/dl. Customer's blood glucose value at the time of incident was 242 mg/dl. The customer reported via phone that the customer tried to plug it in updating and senor did not get updating. The insulin pump will be returned for analysis.